Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5153262.

Event description:
It was reported via the food and drug association (FDA) medwatch program that the patient's right atrial (ra) lead had an unspecified issue. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout the procedure.